Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of angina and perforation are known adverse events listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the saphenous vein graft to the diagonal artery for treatment of a perforation, a 3.0x12 jostent graftmaster stent delivery system was advanced and the stent graft was deployed. The stented area of the perforation was sealed; however, multiple non-abbott balloon inflations and deployment of a second 3.0x12 graftmaster stent graft were required to treat the remainder of the perforation. Pre-existing angina increased slightly after deployment of the second stent graft. Although the area covered by the second stent graft was sealed; the perforation became extended after deployment of the second stent graft requiring deployment of a third 3.0x12 graftmaster stent graft to successfully seal the extended segment. There was no adverse patient sequela and the patient was transferred to hospice. No additional information was provided.